Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the lack of image was caused by deformation of the cable. The cause of the deformed cable was not established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to deformation of the cable unit. A noise occurred and no image was displayed; vertical lines were in the image, or sometimes the image was black. In addition, due to the cable unit deformation, the switches of the camera head were no longer working. The cable unit was replaced. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using the hd autoclavable camera head, there was a cable break on the connector side that resulted in a no image issue. The issue occurred during the therapeutic procedure (laparoscopic surgery), there was no delay, and the procedure was completed with the same set of equipment. There was no patient harm associated with the event.